Event description:
During product service by a service technician, a flogard infusion pump was found to have a damaged battery. No additional information is available.

Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site by a field service technician. This is an ancillary service event. A visual inspection, alarm log review, functional testing, and a battery test were performed. During the evaluation it was identified that the battery was damaged. The cause of the damage was not determined. To correct the condition, the main battery was replaced. The pump was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.